Event description:
Additional information was received indicating diagnostic imaging was performed and no anomalies were observed. The patient was stable and will continue being monitored.

Event description:
During a remote follow up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) and right atrial (ra) leads. Technical support was contacted and an in clinic follow up was recommended. No intervention has been performed at this time. The patient was stable and will continue being monitored.